Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The affected product has been rec'd and the evaluation is pending. A f/u report with failure investigation results will be submitted once the evaluation is completed.

Event description:
Intensive care unit hung a secondary of potassium at 100ml/hr to infuse over 1 hour. When it was started, the nurse heard the pump motor increase in volume and saw the drops flowing faster than intended in the drip chamber. The nurse stopped the infusion and visualized that the secondary infusion was continuing to flow. No patient harm or medical intervention required. No add'l patient or event info was provided.